Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device fired but did not open after cutting the tissue. The device main material and the cartridge were broken at the junction. New cartridge was fired on the tissue with a new handle near the previous fired cartridge to release the tissue and stapler. There were an unanticipated tissue loss and the surgery time was extended for more than 30 minutes.